Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose was meter 15.0 versus lab 11.0 with a 4.0mmol/l and 36% difference. Tests were done 5 minutes apart. Pt did not experience any adverse events. No further info has been reported.